Event description:
Stored diagnostics showed 20 fib episodes due to sensed high-frequency signals. The physician believed there was an insulation break because of the simultaneous occurrence of these artifacts in the atrial and ventricular channel. During explant, an insulation break was observed.